Event description:
A (B)(6) female patient with a history of right heart dilation was diagnosed with atrial septal defect (asd) two years ago. During closure with the amplatzer septal occluder (aso), it was noted that the asd had floppy margins; however, there were no procedural complications. No shunt was present and the aso was stable and assumed a normal shape, both by tee and fluoroscopy. The aso was seen to straddle nicely the aortic annulus without evidence of undue pressure or friction on any cardiac structure. The following morning during tee, a mild pericardial effusion was present and rapidly progressed to massive tamponade when the patient was placed in the lateral decubitus position. Resuscitation was started, a percutaneous puncture was performed, and the patient was transferred to the operating room. During surgery, a large quantity of blood was found in the pericardial cavity and a 3-4mm orifice was found in the antero-superior aspect of the left atrium, just posterior to the ascending aorta. A tiny puncture was also present on the aorta at the same site. Both lesions were sutured. The aso was not in contact with the cardiac perforation site and by palpation through the left atrial wall, the surgeon did not find any protruding or sharp element of the aso which could have perforated the left atrium. The physician felt that the aso was not responsible for the complication and removal was not necessary. At discharge 10 days post op, a tee showed a small residual pericardial hematoma with a mild pericardial effusion with no residual shunt.

Manufacturer narrative:
Although this event occurred prior to us approval, this report is being submitted in response to the FDA's request on may 16, 2011. This event was reviewed by aga medical erosion board chairs on may 24th, 2011 and definite erosion was confirmed.